Manufacturer narrative:
(B)(4). Medical product: unknown oxford tibial component, therapy date: (B)(6) 2018. Medical product: unknown oxford bearing, therapy date: (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00164 and 3002806535-2018-00166.

Event description:
It was reported that a patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to loosening.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf uni tib tray sz c rm PMA item #:154723 catalog #: 596500, medical product:unknown oxford bearing item #: unknown catalog #: unknown. Visual inspection of the returned parts indicated an uneven interdigitation of the bone cement mantle with bone tissue. Extruded bone cement that was not removed during surgery was observed anteriorly on the tibial tray. Longitudinal scratches on the bearing surface of the tibial tray indicated that third body particles may have been present within the joint space. The root cause of the implant failure cannot be determined from the information provided in the complaint. Loosening of components could not be confirmed, however the revision surgery is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.